Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the cable of the subject device was broken due to user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, the endoscopic image of the subject device disappeared. The user replaced the subject device with another device to complete the procedure. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.